Event description:
Healthcare professional reported patient presented in january with shortness of breath. Just prior to heart cath, patient expired. Autopsy findings: white/grey button type materail occluding the right coronary artery just at or above the line of anastomosis. Left coronary artery had small amount of the same. The wall of the aortic root (porcine) was clean. Sutures were all intact and healed over.